Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that exit block, high capture threshold, and high pacing lead impedance were observed. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. There were no consequences to the patient.